Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated they were able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.